Manufacturer narrative:
B5 clinical narrative updated and h6 codes updated.

Event description:
Clinical narrative: (updated 2026-4-27). An impella 5.5 was inserted via the axillary artery graft site to support the 54 year old male patient who had been admitted in with cardiomyopathy indication and presenting in scai stage d shock. Prior to the pump support the patient was supported by inotropes and vasopressors. The other underlying medical history was not shared. On day 20 of the support the team observed a new arrhythmia of ventricular tachycardia (vt). The team repositioned the pump in the operating suite and added lidocaine. These measures resolved the vt and pump remains on for support. Of note, this pump has been used beyond indication. The reported arrhythmia is consistent with patient-specific clinical factors, including critical illness, underlying cardiac dysfunction, and hemodynamic instability. On day 32 there was high purge pressure observed that did not prompt any pump explant. Pump remains on for use to date.

Manufacturer narrative:
Correction b1 product problem was inadvertently omitted on the initial manufacturer device report number.

Manufacturer narrative:
Corrected data d4 UDI updated/corrected. The investigation is still ongoing.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax), e1 (initial reporter state, zip code extension). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the device in wrong position could not be determined as no clinical details were provided as to when or how the pump came out of position. The cause of the high purge pressure could not be determined as no product or logs were returned for evaluation and limited clinical details were provided.

Manufacturer narrative:
This follow-up MDR is being submitted to document additional information received from the sales representative confirming that there is no device available for return. This information is consistent with the initial MDR, which reported that the device was not returned to the manufacturer.

Manufacturer narrative:
D4 revised. D6b explant date provided. E4 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 was inserted via the axillary artery graft site to support the 54-year-old male patient who had been admitted in with cardiomyopathy indication and presenting in scai stage d shock. Prior to the pump support the patient was supported by inotropes and vasopressors. The other underlying medical history was not shared. On day 20 of the support the team observed a new arrhythmia of ventricular tachycardia (vt). The team repositioned the pump in the operating suite and added lidocaine. These measures resolved the vt and pump remains on for support. Of note, this pump has been used beyond indication. The reported arrhythmia is consistent with patient-specific clinical factors, including critical illness, underlying cardiac dysfunction, and hemodynamic instability.